Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding device placement procedure (patient age, gender and weight are unknown). According to the complainant, approximately two weeks after placement the locking tab was broken. This device was replaced with another device (unknown product). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".